Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. No manufacturing deficiencies were noted. The additional evaluation visual inspection revealed that there were rusty spots on the part. In this case its visible that the rusty spots are round and in a constant distance. This is a clear indication that these devices were stored slightly wet in a tray with holes in the bottom. No product fault could be detected.

Event description:
It was reported that there were rusty spots on the distractor. This is report 1 of 1 for complaint (B)(4).